Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the transmitter out of range alerts (cs 206) were displayed for more than three hours when the cgm was within range. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. A call service 206 "pump and sensor/transmitter are not within 12 feet of each other" warning was found in the continuous glucose monitoring history. The pump alarmed with a call service 128 alarm upon confirming the verify screen. The pump cover was removed to find no intermittent conditions tot he printed circuit board or continuous glucose monitoring module. Further investigation could not be performed due to the call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.